Event description:
It was reported that the physician was experiencing an ongoing issue with his handheld device screen freezing. The physician performed a soft reset which resolved the issue. Good faith attempts to have to handheld device returned to cyberonics, inc. For analysis have been unsuccessful to date.